Event description:
It was reported that a patient underwent an extensive skull base resection and reconstruction procedure on (B)(6) 2022 and suture was used. When the suture was taken out from the aluminum package, it was found that it was cut off in about 9 cm length although it should have been 70 cm. The inside of the aluminum package was checked, but there was no fragment, and there was a possibility that it was only about 9 cm from the beginning. It was not used in the surgical field. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: procedure name? Extensive skull base resection and reconstruction in otolaryngology. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2022. Investigational summary: visual analysis of the returned product revealed that an empty opened foil, a paper lid, an empty winding former, and a needle-suture piece of product code j433h were received to ethicon for evaluation. Upon visual inspection of the returned sample, the suture end was damaged and was broken due to the stress applied. In addition, no damage caused by a surgical instrument or use was observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.